Manufacturer narrative:
Apoc incident: 836122 the investigation was completed on (B)(6)2020. The customer reported that downloader recharger (drc) s/n (B)(6)emitted smoke when it was plugged into a power source. The customer confirmed that they are using the correct drc power adapter and cable when the incident occurred. The conclusion of the investigation is that the complaint was confirmed, and the cause was determined to be the failure of component d17 on the main board of the drc. A deficiency has been identified. A rocketware search spanning six months revealed no similar incidents and no evidence of a trend. No corrective or preventive action is required at this time.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 07/17/2020, abbott point of care (apoc) was contacted by a customer reporting that plugged in I-stat 1 downloader recharger (B)(4) and smoke emitted near the back power cord port. Customer confirms that the correct drc power adaptor and cable was used when the smoking incident happened. No burning or melting reported during the event. The product was replaced at no charge and returning for investigation. There were no injuries reported. Per I-stat1 system manual: art: 714368-00k, rev. Date: 02-aug-12: the downloader/recharger can recharge a rechargeable battery in the analyzer. If the analyzer contains a rechargeable battery, the battery begins recharging automatically as soon as the analyzer is placed in the downloader/recharger. The downloader/recharger also has a compartment for recharging a rechargeable battery outside the analyzer. Placing an analyzer in a downloader/recharger will automatically initiate recharging of the rechargeable battery. The indicator light on top of the downloader/recharger will be green (trickle charge), red (fast charge), or blinking red (fast charge pending) when an analyzer with a rechargeable battery is placed in the downloader/recharger. As well, placing a rechargeable battery into the recharging compartment will automatically initiate trickle recharging. The indicator light near the recharging compartment will be green when a rechargeable battery is placed in the compartment.